Event description:
It was reported that the crown became loose due to a loosened abutment screw (iunihg). Upon removal of the screw, it was determined that the external threading was damaged.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the screw threads, hex feature, and body. The threads are confirmed to be damaged. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The loosening event cannot be recreated and therefore is non-verifiable. However, the alleged device malfunction of damaged threads was confirmed through visual inspection. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the crown became loose due to a loosened abutment screw (unihg). Upon removal of the screw, it was determined that the external threading was damaged.